Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). Waveforms were submitted for analysis by the hospital's vad coordinator with no mention of any issues with the patient or with pump function. Slight anomalies and an increased after load were noted upon analysis of the waveforms. These results were communicated back to the vad coordinator and in response to queries from the manufacturer, she noted that the patient had experienced a few red heart alarms of unknown origin. Vent filters were requested to be sent in for analysis at this time. The patient was placed on the 1a transplant list and later was successfully transplanted.